Manufacturer narrative:
Pt is anemic and has hypothyroid disorder. Pt current health condition at the time of coagulation test may contribute to unexpected or inaccurate inr result. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 4.7, 2nd inr: 5.3, mean: 5.00, sd: 0.42, %cv: 8.49. The 1.8 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Pt's health conditions may have contributed to unexpected results. Hematocrit level was not available. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). Action threshold has reached. Since strip lot released, 7 in-house therapeutic sample tests with 21 strips have been performed for retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: "last week", inratio: 1.8. Date: (B)(6) 2011, inratio: 4.7, retest inratio: 5.3. Pt's target therapeutic range is 2.0-3.0.